Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable broken at the distal idlers. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was damage to the idler pulley where the broken grip cable was routed. The idler pulley exhibited abrasion marks to the pulley rim and face. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bso, a wire was coming out of the jaws of the large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.